Manufacturer narrative:
(B)(4). Medical device: trilogy-it multi-hole shell # item 00875305202 lot 62434408, unk femoral head, unk stem. Foreign report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06532. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was underwent mobilization of the right acetabular component due to instability approximately two years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of x-rays identified anatomic alignment of the right hip arthroplasty. One of the acetabular fixation screws was noted to be minimally traversing the medial acetabular margin. A small amount of heterotopic ossification was identified lateral to the acetabular shell and above the greater trochanter. No signs of loosening, wear, radiolucency or malalignment were observed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was underwent mobilization of the right acetabular component due to instability approximately two years post implantation. Shell and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.